Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien inspected the device and could not duplicate the alleged malfunction. The ventilator passed all testing.